Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt during open heart surgery, the device delivered incorrect energy levels using internal handles. The complainant claims the device was set a 5 joules and observed the pt jump when energy was discharged. They also claim that they saw smoke in the pt's cavity. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.